Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited noise and output anomaly. The right ventricular lead exhibited capture anomaly. The device was explanted and replaced. The lead was capped and replaced. No further information was available.